Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge remained static at 170 units. At the time of the reported event, the customer declined to perform troubleshooting and declined further follow-up from tandem technical support. The customer's blood glucose level was 154 mg/dl. Reportedly, a new cartridge was loaded onto the pump.